Event description:
A facility reported that the mayfield modified skull clamp (a1059) only fixes from one side and the thread on other side is not properly aligned. The incident occurred prior to surgery (patient prepared/under anesthesia); however, there was significant surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection of the skull clamp (sn: (B)(6)) shows the skull clamp's base has worn off inner threads in the center of the starburst teeth - this is misuse. The base must be machined and tabbed to insert heli coil threads. After reassembling the skull clamp it must undergo a function check, and the unit must be marked with the instance number and be subjected to a successful functional check to meet the manufacturer¿s specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp base had worn off inner threads in the center of the starburst teeth. The probable root cause includes routine wear and damage from misuse. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.